Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), ear infection ("ear infections"), tachycardia ("tachycardia") and genital haemorrhage ("haemorrhage"). At the time of the report, the back pain, ear infection, tachycardia, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, ear infection, fatigue, genital haemorrhage and tachycardia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), ear infection ("ear infections"), tachycardia ("tachycardia") and genital haemorrhage ("haemorrhage"). At the time of the report, the back pain, ear infection, tachycardia, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, ear infection, fatigue, genital haemorrhage and tachycardia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.